Event description:
The lay user/patient contacted lifescan alleging that the damaged display issue was unresolved with troubleshooting. There was no meter trauma and this was not a new out of box product. The patient's meter is being replaced. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.